Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced a fast atrial arrhythmia. Cardiac massage was preformed.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant of the implantable pulse generator (ipg) system, ventricular pacing was suddenly delivered even though an intrinsic rhythm was present. It was further reported that a few hours later, pacing failure occurred. The patient then experienced cardiac arrest, suffocation and is deceased.